Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a pump error alarm. The blood glucose at the time of the incident was 9.9 mmol/l. The self-test was run and the insulin pump gave the pump error alarm again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during selftest, problem isolated to keypad assembly. Unit communicated properly with glucose sensor simulator and the guardian 2 link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen.